Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during full release of a transcatheter valve in a previously implanted non-medtronic surgical aortic valve, the paddle of the valve was noted to have been released rapidly. Following the implant of the valve, there were no issues observed and the patient was discharged. Approximately 2 weeks following the implant of the valve, the patient died. The cause of death was unknown. Per the physician, the death may have been due to a possible aortic dissection caused by the paddle of the valve during full release, or possible thrombus. It was noted that the patient's anatomical risk for a coronary occlusion was low.